Event description:
It was reported that the patient experienced unspecified issue with ams 700 lgx inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new ams 700 cx. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.